Event description:
It is reported that the device was implanted in 2001. The pt has stage 3a osteolysis around the medial screws. The pt is scheduling a revision surgery.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.